Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had issues with bathroom use which started about 2-3 weeks ago. The reporter indicated that the patient went to the healthcare professional¿s (hcp) office yesterday and it was found (by the manufacturer¿s representative) that the device was off. It was noted that they did not turn the stimulation off. The patient did not feel the stimulation. Using the programmer, it was determined that the stimulation was off. With assistance, the reporter was able to turn the stimulation back on and increase it to 1.15 volts where the patient felt comfortable stimulation in the correct bike seat area. The patient was going to monitor their symptoms with the change that was made. They were also redirected to follow up with their hcp for the issue. There were no further complications reported or anticipated.